Event description:
Diagnostic procedure - boomerang catalyst used. Hemostasis was achieved with a 5 minute dwell and no re-bleed at access site. A growing hematoma was observed. CT scan was performed and noted a double wall stick. Surgical intervention was performed. Patient recovered uneventfully.

Manufacturer narrative:
Na